Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 154, 163 and 200 mg/dl; results were reported by customer and could not be found in the meter memory. The customer's expected fasting blood glucose test result range is 101 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 130: mg/dl date: (B)(6) 2017 time:12:44pm non- fasting. Result 2 :126 mg/dl date: (B)(6) 2017 time: 6:20am fasting. Result 3 205: mg/dl date: (B)(6) 2017 time: 1:36pm non- fasting. Result 4 :233 mg/dl date: (B)(6) 2017 time: 1:08pm non- fasting. Result 5 : 154 mg/dl date: (B)(6) 2017 time: 8:50am fasting. Customer is concern with the higher blood readings: 154mg/dl, 163mg/dl and 200mg/dl which were before each meal. She normally had readings with another meter of fasting blood sugars from 101-130mg/dl but the customer did tell me that her most recent a1c was 7.5 but her dr did not do a blood glucose test on her, she was not fasting. She was just put on junevia and her blood sugar was 126mg/dl this am.